Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured two times due to dislodgement. Following the release of the valve, an aortic dissection was reported due to the delivery catheter system (dcs) and was surgically repaired. No additional adverse patient effects were reported.